Event description:
It was reported that post-implant, low hv lead impedance and noise were observed. The rv lead was dislodged. The lead was successfully repositioned. The patients condition was good after the event.